Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On 12/25/2025, it was reported that the patient experienced thirstiness and polyuria, metabolic acidosis (dka), tachycardia and leukocytosis. The patient was taken by the paramedics and reporter believed that emergency medical services (ems) has been called by the caregiver, to the hospital and treated there with insulin drip and fluids. Blood glucose was 615 mg/dl. The patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced thirstiness and polyuria, metabolic acidosis (dka), tachycardia and leukocytosis. The patient was taken by the paramedics and reporter believed that emergency medical services (ems) has been called by the caregiver, to the hospital and treated there with insulin drip and fluids. Blood glucose was 615 mg/dl. The patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.